Manufacturer narrative:
Date of event: unknown, not provided but the best estimate is between (B)(6) 2018 and (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 22.5d intraocular lens (iol) was planned to be explanted; the surgeon is changing the power slightly. The iol was implanted on (B)(6) 2018. Additional information received confirmed the explant took place on (B)(6) 2019. Requests were made for additional information from the account but no response was received. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received which reported the patients date of birth ((B)(6) 1945), eye affected (left) and gender (female). The initial iol was explanted because the patient was myopic after implantation. No vitrectomy and no incision enlargement were performed. The replacement lens was reported to be another zxr00. As a result the following fields have been updated: age/date of birth: (B)(6) 1945. Gender/sex: female. Patient code 3191 ¿ myopic. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information reported the intraocular lens was received on 3/20/2019. As a result, the following fields have been updated: device available for evaluation: yes. Returned to manufacturer on: 3/20/2019. Device returned to manufacturer ¿ yes. Device evaluation: on march 20, 2019 the return sample was received at amo groningen. Visual inspection shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed.